Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose level was unk. The caller stated if the insulin pump should be removed during an MRI scan. Advised to remove the insulin pump, and keep it out of the room. The caller had no further info regarding the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.